Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with needle had "black ink smeared from the printing of increments at the top of the syringe". No serious injury or medical intervention reported.

Event description:
It was reported that bd syringe with needle had "black ink smeared from the printing of increments at the top of the syringe". No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation and not able to determine the type of black ink smeared on syringe barrel 4 actual samples were returned for investigation and the samples were subjected to visual inspection. From the returned samples, observed ink smeared on syringe barrel. DHR review showed no abnormality found during production. No quality notification was raised for the reported batch. Probable cause could be at the apex printing station, there was machine stoppage but ink continuously spray into ink roller drum therefore roller overfill and transferred to printing causing smeared ink stain on syringe barrel. The nonconformance could have been escapees which was failed to remove by the production technician from the line during line clearance after start up the machine resulting it to flow to subsequent process. Communication will be given to the technician on this complaint to perform proper line clearance.

Event description:
It was reported that bd¿ syringe with needle had "black ink smeared from the printing of increments at the top of the syringe". No serious injury or medical intervention reported.